Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site due to the ipg having moved in the pocket. Surgical intervention may occur later to address the issue.

Event description:
It was reported that the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.